Event description:
The customer states that the architect i2000sr analyzer sometimes generates sample identification mismatches when samples are tested in batch mode. This lab does not use barcode labels on the sample test tubes run on the analyzer. The architect i2000sr analyzer appears to be "skipping numbers." Error codes 4200 (unable to read barcode label) and 0120 (invalid sample type) are being generated in association with any "skipped" numbers. No individual test results or patient information is available. A service call was initiated.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem code: no known impact or consequence to patient data issue c91398; (B)(6).

Manufacturer narrative:
An abbott field service engineer (fse) went to the customer site but did not find any faults with the system. The fse calibrated the retest sample handler (rsh) barcode reader followed by a successful rsh barcode test but the issue recurred. A review of the (B)(4) system backup files provided by the fse found the bar code (bc) transition value was set at the default value of 30. The field service manual instructions for editing the bc transition value were provided and subsequently the fse reported the issue was no longer occurring. The fse identified the likely cause to be the sid barcode reader pn (B)(6). The bc transition value is critical to the discrimination of nr (unreadable barcodes) and nb (no barcode) events. The default transition value is set low at 30. If this customer does not use sample bar codes this number should be set as high as possible to minimize the risk of 'false' nr events. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual provides information to address the customer's current issue. A product deficiency was not identified during the current evaluation. The customer's inappropriate barcode transition value was edited to resolve the issue.